Manufacturer narrative:
The device was returned to olympus for inspection. Device evaluation has confirmed the reported issue. Device evaluation noted due to a break in the ccd unit, black and no image was displayed, image cannot be restored. Based on the investigation, a definitive root cause could not be identified. Reasonably known information suggests probable causes such as damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit that could lead to image defects. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the airway mobilescope to the service center for ¿black stains are visible in the image¿ . During the device analysis the service repair team indicated that the device exhibited black out, no image no patients were involved in this reported event.